Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a subtotal hysterectomy on (B)(6) 2013. During the procedure, after 90% of the uterus had been dissected, the device stopped working. The surgeon did not change the technique to an open laparotomy, but did additionally dissect the umbilical to four to five cm more than the trocar hole and took the remaining parts from it. The residual that was not cut by the device was about four cm. The surgeon opined that a rational for the failure of the device may have been that the uterine tissue was very hard and stiff.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.